Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. The pump was exercised for 24hr on 1u/h basal program , no alarms occurred during test, tdd add up and reflected 24u after the duration test. The pump passed delivery accuracy test, low/replace cartridge warnings were stimulated, the pump gave the proper audible and visible warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: on (B)(6) 2013, the patient ran out of insulin during the night at a friend¿s house and did not respond to low/empty cartridge alarm the patient was feeling unwell, so was taken to ER. Patient was diagnosed with diabetic ketoacidosis and was treated, but not admitted to the hospital. There is no allegation of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia after the use error of not addressin the empty cartridge alarm.